Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient underwent a revision procedure of his artificial urinary sphincter (aus). There was a pinhole leak in the pressure regulating balloon (prb). Prb was explanted and replaced.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient underwent a revision procedure of his artificial urinary sphincter (aus). There was a pinhole leak in the pressure regulating balloon (prb). Prb was explanted and replaced. Patient was incontinent.